Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right external iliac artery. After a 6f non-boston scientific (bsc) sheath was placed, a non-bsc guidewire was crossed the lesion. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was replaced with a 7mm x 4cm non-bsc balloon catheter and was inflated at 18 atmospheres. Good inflation was obtained, and the procedure was completed. There were no patient complications reported. The patient condition was good.

Manufacturer narrative:
(B)(6).